Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, the healthcare professional elected not to perform any intervention at this time. The patient was stable and will continue to be monitored.